Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including repair and removal of eroded mesh and tear on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that following insertion the patient experienced uti¿s, scar tissue, adhesions, bloody discharge, and hemorrhage. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and tvt-o was implanted. It was reported that patient underwent excision of mesh on (B)(6) 2007 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent urethropexy with cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, neuromuscular problems and vaginal scarring. The patient had extreme vaginal atrophy, significant gerd and complains of feeling pelvic pressure and like her insides are falling out. She was treated with premarin cream and fosamax and is scheduled for mesh repair. It was reported that patient underwent mesh revision/removal on (B)(6) 2007. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.